Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead with the connector portion measuring 7.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2021-19919. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that there was noise on right atrial (ra) lead and right ventricular (rv) lead which presented as inappropriate automatic mode switch (ams) episodes and high ventricular rate (hvr) episodes. The physician performed isometric testing on the patient and noise was reproduced on both ra and rv leads. The physician explanted and replaced both ra and rv lead on (B)(6) 2021. The patient was in stable condition.